Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath mechanical separation since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the at the beginning of the case the glidesheath slender sheath became stuck and broke off in the patient's radial artery. The patient was brought to vascular surgery, where the sheath was removed. The patient condition was good. The producer outcome was good no further incident. Additional information was received on 30october 2020: the patient procedure was diagnostic possible treatment of coronary disease. The sheath broke at the hub.